Manufacturer narrative:
Medwatch field d4 has been updated. The first two samples were tested using reagent lot 815395. The third sample was tested using reagent lot 82852802.

Manufacturer narrative:
The customer only provided the following serial numbers: serial number (B)(6) for the first e 801 analyzer, serial number (B)(6) for the second e 801 analyzer, serial number (B)(6) for the third e 801 analyzer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys anti-hbc ii on cobas e 801 module analyzers. No units of measure were provided. The first patient's sample initially resulted in an anti-hbc value of 0.393 (reactive) when tested on a first e 801 analyzer. The customer decided to repeat testing of this sample due to results of a second sample collected from the patient. The specific results of this second sample were not provided. The complained sample was repeated on an e 801 analyzer designated as "line 6" on (B)(6) 2025, resulting in a value of 2.210 (non-reactive). The second patient's sample initially resulted in an anti-hbc value of 0.238 (reactive) when tested on a third e 801 analyzer on (B)(6) 2025. A clinical team requested a repeat of the sample. The sample was repeated on an e 801 analyzer designated as "line 6" on (B)(6) 2025, resulting in a value of 2.350 (non-reactive). The third patient's sample initially resulted in an anti-hbc value of 0.008 (reactive) when tested on a third e 801 analyzer on (B)(6) 2025. As part of an internal audit, the customer repeated the patient sample. This sample was repeated twice on the same analyzer on (B)(6) 2025, resulting in values of 3.070 (non-reactive) and 0.008 (non-reactive).

Manufacturer narrative:
The provided calibration data was acceptable. For samples 1 and 2, the investigation determined that the customer did not follow product labeling. Per product labeling, the customer is to follow cdc recommendations for supplemental testing for all initially reactive samples. For final assay results, product labeling states that if 2 of the 3 results have a coi > 1.0, the final result is non-reactive for anti-hbc. For final non-reactive results, antibodies to hbc were not detected and it does not exclude the possibility of exposure to hbv. Further investigations performed with the third e 801 analyzer (serial number (B)(6) determined that the measuring cells were overdue for replacement. The alarm trace from this analyzer showed sample duplication errors, sample short alarms, abnormal aspiration alarms, sample clot alarms, and calibration errors.